Event description:
It was reported that while removing the pin with the recommended quick release chuck, the pin broke at the square end. The pin fragment was extracted from the pt's bone, and there was no additional intervention required.

Manufacturer narrative:
The pin broke at the square end which is very similar to the predetermined breaking point. The pin was designed with a predetermined breaking point, so the pin can break proximally close to the chuck interface in the event that over-torque is applied. The pin can then be removed with standard tools.